Event description:
It was reported that the arctic sun device had patient temperature failure, occasion fault, calibration test unit fault and the device did not fill the entire 3.5 liters to full during routine maintenance check . The complaint needed a stk and mt but it had more then 1 fault. The complainant could not give the customer 100% repair success they wanted.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Device underwent and passed all final test procedures without any issues. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported issue was unconfirmed. Hence the labeling review and risk review not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had patient temperature failure, occasion fault, calibration test unit fault and the device did not fill the entire 3.5 liters to full during routine maintenance check . The complaint needed a stk and mt but it had more then 1 fault. The complainant could not give the customer 100% repair success they wanted.